Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter displayed an 'error 2' message. The medical surveillance specialist (mss) was unable to contact the patient by phone for additional information, so the following complaint was classified based on documentation from lifescan customer service, customer care advocate (cca). The patient reported that the alleged product issue began on (B)(6) 2011. The patient reported that she manages her diabetes with oral medication. The patient further stated that when the issue began, she made no changes to her diabetes routine. The patient reported that after the issue began, she became 'non-responsive'. The cca documented that the cca asked the patient's reporter to seek medical assistance for the patient. The cca documented that the patient stated that no treatment was received due to the product issue. During troubleshooting, the cca confirmed the patient was using the proper testing technique. The customer care advocate (cca) noted that no misuse was identified. Replacement products were sent to the patient. While the patient's symptoms are unclear and it is not known if the patient was able to obtain a blood glucose reading, there is indication that the product caused or contributed to an adverse event. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.